Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent a revision wherein the physician relocated the ipg for comfort. The patient was doing well postoperatively.